Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on november 10, 2019, an MRI technician reported that the patient had never been able to turn the ins on. This conflicted with a prior call to the manufacturer in 2017, which indicated the patient had two MRI scans suggesting full body eligibility. The MRI technician reported they were unable to put the ins into MRI mode. No other information was known by the MRI tech. No symptoms were reported. MRI compatibility guidelines were requested and reviewed. No further complications were reported or anticipated.